Event description:
It was reported that the patient underwent two water vapor thermal therapy procedures. The first procedure was completed normally, and the patient confirmed everything was fine and the procedure worked. The patient opted to undergo a second procedure approximal twelve months ago; however, the patient alleged to be began experiencing cessation of nocturnal erections. No further patient symptoms were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted

Event description:
It was reported that the patient underwent two water vapor thermal therapy procedures. The first procedure was completed normally, and the patient confirmed everything was fine and the procedure worked. The patient opted to undergo a second procedure approximal twelve months ago; however, the patient alleged to be began experiencing cessation of nocturnal erections. No further patient symptoms were reported.